Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a seroma at the ipg pocket site following an implant procedure. The site was drained three times. Follow-up report indicated that there was no more issue with fluid in the ipg pocket site. The patient is receiving 95% pain relief and there were no reports of further complications.